Manufacturer narrative:
E1: phone: (B)(6). G4: PMA/510(k) #: exempt. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the connection between the basket handle and the catheter broke of the ncircle tipless stone extractor during a transurethral bladder rigid endoscopic lithotripsy procedure for stone removal. Prior to use, an external closure test was performed on the device, and the result was normal. After approximately 15 attempts utilizing the basket, the connection between the basket handle and the catheter fractured. No portion of the device was retained within the patient. A second device was used to successfully complete the procedure. An unspecified cystoscope was used during the procedure. Per the reporter, the patient did not require any additional procedures, and no adverse effects were reported as a result of this occurrence.